Event description:
It was reported that when using the bd pyxis¿ es server medication was not showing after loading. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that the medication did not show after loading due to a software bug. A technical support specialist (tss) logged into pes and navigated to med inventory and manage inventory. On the device, it was observed that in main drawer 4.1, pocket c5 was missing from the list, leaving a gap between pockets 3 and 6. A search for the medication kirsty100 returned zero results. The tss reconfirmed that the medication appeared on the station and was present in the facility formulary by checking the database table. Using the query provided in the ka, it was confirmed that dispensefractionalflag was 1 and that there were no ended snapshot records with non null values for endutcdatetime and endlocaldatetime columns. The customer was informed that, as per the knowledge article bd pyxis es 1.7. Pocket disappears from manage inventory screen the current workaround was to unload and reload the medication on the station so it would properly reflect in manage inventory. This was a confirmed bug from the development team and there was no estimated timeframe for a permanent fix. The tss then unloaded and reloaded the medication. It showed up on the server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication was not showing after loading. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.